Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, which provided guidance on performing a pump reset. After the reset, the sensor was successfully started without any further errors.